Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a eva (ethyl vinyl acetate) 150ml bag was leaking along the outside surface of the insertion port; further described as the connection or wall between the bag and the insertion port. The leak was observed after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation in a plastic bag. Visual inspection was performed which observed fluid inside the overpouch. The location of the leak could not be identified due to sample contamination. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause was due to insufficient bonding between the bag and the injection port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.